Manufacturer narrative:
The device was explanted > 0 days for an aortic root enlargement. Valves are typically explanted because they are not functioning optimally and it was unclear if the aortic root enlargement was performed as a result of the valve not performing as intended. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 3000 19 mm valve was explanted after an implant duration of 6 years due to root enlargement. A non-edwards device was implanted. No other information was provided. Patient outcome was reported to be good.